Event description:
User experienced analyzer giving zero results for multiple assays. Upon investigation, it was determined the k factors for the affected chemistries were changed to zero. After recalibration or manual entry of the calibration parameter, the expected results were shown. No sample results were reported. The investigational unit determined the root cause is a timing conflict when writing reagent, and calibration parameter info to the hard disk. Customer will be informed by field safety notice.